Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to infection at the lead extension connection site. The patient experienced redness and an open incision site. The physician indicated that the patients body rejected the implants for an unknown reason. The patient was placed on antibiotics. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7046592. Product family: dbs-ipg-r-MRI upn: m365db1200s0, model: db-1200-s, serial: (B)(6), batch: 736990. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7073806. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5082425.